Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapse in the anterior leaflet and the posterior leaflet was thin, with leaflet restriction. The left atrium was large, and the heart was rotated. The transseptal puncture was noted to be difficult. The steerable guiding catheter (sgc 10352985/(B)(4)) and clip delivery system (cds) were advanced to the left atrium, but due to difficulty grasping, the clip was implanted in the medial commissure and the mr remained at 4. A second cds (40724u1/(B)(4)) was then advanced, and the clip was implanted close to the first clip. The mr was reduced to 3. A third cds was being prepared for use, but it was observed that the second implanted clip had detached from the anterior medial leaflet (single leaflet device attachment/slda). An attempt was made to stabilize the slda clip with the third cds, but it was not possible to grasp both leaflets. The cds was removed and the procedure was aborted. The mr remained at 4. After removal of the sgc, a large atrial septal defect (asd) was detected. It was reported that the mitraclip device contributed to the asd. The patient remained hemodynamically stable and was transferred to the intensive care unit. An open heart surgery is planned in combination with an asd closure device. A clinically significant delay in the procedure was reported due to the asd. No additional information was provided.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported slda appears to be related to patient/procedural conditions due to the reported challenging patient anatomy. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effect of worsening mr is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the electronic complaint handling database indicated there had been no similar slda incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.